Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient performed a system controller exchange following an unknown alarm. The patient reported that everything was lit up on their primary system controller and could not provide further information. Upon exchanging to their backup system controller, the patient reported that the pump did not restart and the device stated driveline disconnect. The patient then reconnected their driveline to the primary controller. Multiple log files were submitted for analysis. Review of log files from controller serial number (B)(6) found no unusual events recorded in the event history. This set of log files did not contain a driveline disconnect as it has been overwritten by new incoming data. Review of log files from the system controller, serial number (B)(6) showed the pump was connected to this system controller on (B)(6) 2026 between 9:02:37 and 9:03:18 am and that the pump operated as intended. The cause of the event was not identified, although it was considered resolved.